Manufacturer narrative:
Additional information was received on 02/09/2017 from the (B)(6) examiner's office stating that the cause of death, per the autopsy report, was diabetic ketoacidosis. The (B)(6) examiner's office was unable to provide any further details.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away on (B)(6) 2016 due to diabetic ketoacidosis (dka). The customer was wearing the pump at the time of death; however, it is unknown if the customer was using the sensor. The customer had received treatment at the emergency room (ER) on (B)(6) 2016. The customer's aunt did not know the reason for the ER visit and did not know if it was related to an issue with pump or supplies.